Event description:
Caller reported a malfunction on pump, identified with malfunction code malf 12 and fault ID 0x2071. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, and confirmed malfunction code did not recur after reset; caller understood instructions to continue using pump and to call back if issue happens again.